Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device has display segments that are not lighting. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. When the unit is powered on some led segments illuminated incorrectly. Internal inspection revealed corrosion on the system board due to fluid ingress. The system board was replaced and the unit functioned as designed.